Event description:
Customer's son reported customer's adc blood glucose meter was producing (unspecified) erratic readings, had a blank screen and displayed an (unspecified) error message. Caller further reported that due to the (unspecified) readings his father experienced an injury noting he "fell and hurt his ankle". Customer was taken by his son to a local emergency room. No further information was provided despite multiple, unsuccessful, attempts to gather additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1184509) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. (B)(4).

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: the actual date of the medical event is unknown. The date listed is the date when abbott diabetes care became aware of the event.